Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a call was received from a funeral home stating the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the patient¿s outcome could not conclusively be established through this evaluation. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jun2019. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU, lists potential adverse events that may be associated with hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.